Event description:
It was reported the camera head had shattered glass inside the camera optical view area. The issue was identified during preparation for a diagnostic laparoscopy. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found small cut on cable and failed leak test. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had shattered glass inside the camera optical view area. The issue was identified during preparation for a diagnostic laparoscopy. The procedure was completed with another device. There were no reports of patient harm.